Manufacturer narrative:
According to the facility, on (B)(6), observed foley in pieces on the bed, drain intact in patient and tubing disconnected. Replaced foley. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6), observed foley in pieces on the bed, drain intact in patient and tubing disconnected. Replaced foley.